Manufacturer narrative:
D4: lot #: remove 22e038 (previously reported) and replace with 22f026. H4: the updated lot # was manufactured from june 22, 2022 - june 23, 2022. H10: the actual device was received for evaluation. A functional leak test was performed, and a leak was observed coming out at the fill port. A glass fragment, measured to be 1.00 square mm in size was stuck under the device checkband, which caused the backflow at the fill port. The reported condition was verified. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The cause of the glass fragments becoming stuck under the checkband was determined to be user filling technique. A drug glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended per the product label, instructions for use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unspecified location during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.